Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: during evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available. Correction d5. H11: the device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity). Inspection of the device found the upstream temperature is lower than the downstream temperature. The cause was determined to be the ultrasonic sensor which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.